Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, reactive anti-hav igm (ahavm) results were obtained from a single patient sample when tested using vitros ahavm lot 5810 on a vitros 3600 immunodiagnostic system. The vitros ahavm results were discordant when compared to vitros ahavt results from the same patient sample. Patient 1, vitros ahavm results of 1.56 and 1.61 s/c (reactive) versus the expected result of non-reactive (<0.80 s/c) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros ahavm results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, reactive anti-hav igm (ahavm) results were obtained from a single patient sample when tested using vitros ahavm lot 5810 on a vitros 3600 immunodiagnostic system. The vitros ahavm results were discordant when compared to vitros ahavt results from the same patient sample. A definitive cause of the discordant, reactive vitros ahavm results was not established. Historical qc results leading up to the event indicate acceptable vitros ahavm lot 5810 reagent assay performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahavm lot 5810. There was no indication of a vitros instrument malfunction however no diagnostic within run precision testing was conducted around the time of the event to verify instrument performance. Therefore, issues with the vitros 3600 immunodiagnostic systems cannot be entirely ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An interferent in the patient sample is an unlikely contributor to the discordant, reactive vitros ahavm results as vitros ahavm testing using hbt/nabts for the patient did not indicate the presence of a sample interferent.